Event description:
It was reported that a preloaded toric monofocal intraocular lens (iol) was explanted for an initially unknown reason. The lens was discarded and is not available for return. The replacement iol was a non¿johnson & johnson lens. Follow-up information indicated that the toric iol implanted in the right eye was explanted due to capsular bag compromise, which resulted in inadequate capsular support, lens decentration, and instability. The toric iol was removed and replaced with a three-piece iol placed in the sulcus. An anterior vitrectomy was performed due to the compromised capsular bag. No sutures or medications outside the standard postoperative regimen were required. The patient was able to perform daily activities prior to surgery but experienced a loss of two or more lines of best spectacle-corrected visual acuity (bscva). Preoperative refraction was -2.75 +1.25 × 095 with bscva of 20/40. Postoperative refraction was -0.50 +0.75 × 090 with bscva of 20/25. The intended refractive target was plano (0.00 d). The patient was neither overcorrected nor undercorrected, and the residual refractive error was within the typical postoperative range. No significant pre-existing conditions affecting iol power calculation were reported. The postoperative course was stable. The sulcus-implanted iol remained well centered, and the patient demonstrated satisfactory visual recovery. The postoperative refraction after lens exchange was -0.50 +0.75 × 090. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturing site as the device was discarded; therefore, product testing could not be performed, and the reported complaint issue could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.